Event description:
It was reported that the balloon could not be deflated during preparation. No patient injury reported.

Manufacturer narrative:
The balloon catheter has been evaluated. A defect was found on the balloon tubing which prevented the balloon from inflation.